Event description:
Arjohuntleigh have been informed about the malfunction of auto logic system. Nurse noticed that the mattress was deflated. As soon as the problem was noticed pt was lifted and put on another bed and mattress. The arjohuntleigh service unit was informed about the problem. The mattress on which the pt was transferred to, in accordance to the nurse seemed also to be deflating. Pt was moved again on another bed and mattress. According to the customer, the pt has been moved many times this day because of mattress malfunctions. Arjohuntleigh received info about the pt death. Ref MFR 3007420694-2013-00057.